Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported intracapsular rupture of the left device diagnosed and confirmed via MRI and ultrasound. Later, regulatory agency reported "proceed to the explant and bilateral replacement of implants, evidencing the left implant rupture". Device has been explanted and replaced.

Manufacturer narrative:
Continued e1 (facility name): (B)(6). Continued e1 (email address): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported intracapsular rupture of the left device diagnosed and confirmed via MRI and ultrasound. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, intracapsular rupture of the left device. Diagnosed and confirmed via MRI and ultrasound. Later, regulatory agency reported, "proceed to the explant and bilateral replacement of implants, evidencing the left implant rupture". Device has been explanted and replaced.

Event description:
Healthcare professional reported, intracapsular rupture of the left device. Diagnosed and confirmed, via MRI and ultrasound. Later, regulatory agency reported, "proceed to the explant and bilateral replacement of implants, evidencing the left implant rupture". Device has been explanted and replaced.